Event description:
It was reported to philips that the system was unable to power on. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and found that the system was unable to power on. Upon troubleshooting, fse found that the machine had no power in suite pc. To resolve this issue, fse replaced the suite pc. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.